Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio output occurred. On (B)(6)2023, the patient started her new sensor, and everything was going fine through the warm-up time. When the warm-up was over it showed the correct blood glucose value then about an hour later around 11:00pm, it gave an unspecified low reading, so she checked her blood sugar (value not documented) and calibrated it to an accurate blood glucose value (value was not provide). At about 3:00am on (B)(6)2023, with no notification from the mobile app the patient experienced seizure and passed out. The spouse called the paramedics and when they arrived and checked her blood sugar was 38mg/dl. They immediately gave the patient d50 and the patient recovered after treatment. Once the patient regained consciousness, she noticed the continuous glucose monitor had a sensor failure error. After the patient was informed about the event (as she did not remember what happened), the patient felt she did not receive any audio alert notifying that she was hypoglycemic. Paramedics brought the patient to the hospital and at that time, her unspecified reading was up to more than 100 mg/dl. There was no further medical intervention and the patient was released after 4 hours. At the time of the report, the patient was doing fine. No product was provided for evaluation. Data was received but is pending evaluation. A follow-up report will be submitted upon completion. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient inserted the sensor into her arm and stated she completed the warm-up period and the cgm was working fine and was showing correct blood glucose value. About an hour later around 11:00pm, the cgm showed that the patient was low (no value provided) so she checked her blood glucose and calibrated the sensor. After calibration, the patient had a seizure and passed out. The patient's husband called the paramedics and upon arrival they checked the patient's blood glucose and it was 38 mg/dl. They treated the patient with d50 and the patient slowly regained consciousness. After the patient was informed about the event (as she did not remember what happened), she noticed the cgm had a sensor failure error. She reported that during the event, she did not receive any audio alert notifying her that she was low. The paramedics transported the patient to the hospital and at that time the patient's bg was 100 mg/dl. At the hospital, the patient was not provided additional treatment. They were monitored until their blood glucose stabilized. The patient was released from the hospital after 4 hours. At the time of the report, the patient was doing fine. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No additional patient or event information is available.